Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that during a lower anterior resection procedure, part of the jaws of the device broke off. The broken piece was recovered from the patient. A competitor¿s device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch #: m92m5h. Investigation summary: the device was returned with the upper jaw detached not returned and I-blade upper tip broken off not returned. The device was connected to the generator and it was recognized. Because the jaw and I-blade upper tip were detached not all functional testing could be performed with the generator. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history record was reviewed and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.